Event description:
The patient claimed that the buttons required several presses. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release no conclusions can be made at this time.

Manufacturer narrative:
(B)(4):on investigation, the keypad was found to be fully intact without peeling or damage. The up arrow keypad button was intermittently responsive and required excessive force to evoke a response. All of the other keypad buttons are appropriately responsive and have normal spring back or click. The keypad was removed to investigate revealing visible contamination under the contact buttons.